Event description:
The hosp risk manager reported that a septic pt with a "do not resuscitate" ("dnr") order prior to the event, was scoped with a bronchoscope at bedside to remove bloody secretions from the lung. During the procedure, the scope was removed several times while the endotracheal ("et") tube was kept in place for ventilation. During one attempt to remove the scope, the bronchoscope became stuck inside the et tube. The scope and tube were finally removed together. The physician was unsuccessful in his attempt to reintubate the pt with a second et tube. As a result, the dr made a hole in the pt's airway and the pt's airway was re-established. The pt expired during the procedure.